Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported, left side rupture. And capsular contracture, baker grade unknown. Device has been explanted.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as fold flaw opening. Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures non-penetrating nicks were observed. None of the observations are found to be potentially related to the manufacturing process.